Event description:
It was reported that the patient developed a pocket infection. The implantable pulse generator (ipg) system was removed and replaced. Patient was administered antibiotics. (B)(4). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).